Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens is a tecnis multifocal acrylic 1-piece intraocular lens. It can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. Results of the optical measurement inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order and lens was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens was explanted due to the patient complained of excessive glare and halos despite 20/20 j-1 visual acuity. Original surgery occurred one year ago ((B)(6) 2014) and was uncomplicated. Patient visual acuity was 20/20 j-1 post-operative, but the patient was complaining of excess glare and halos. The surgeon exchanged the lens with a new zlboo lens without incident.